Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that during preventative maintenance (pm), the touchscreen was unresponsive. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A philips authorized service provider (asp) went onsite and replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.